Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test in 2009 indicate a device failure. Explant and reimplantation had not been decided, nor taken place at the time of this report.